Manufacturer narrative:
The patient¿s weight was not provided. Approximate age of device- 1 year and 7 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was treated for an infection with parenteral antibiotics. No additional information was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Sections h8: additional information. Manufacturer's investigation conclusion: the report of suspected pump thrombosis could not be confirmed through this evaluation as the device remains in use. A specific cause for the reported elevated lactate dehydrogenase (ldh) and a direct correlation with the device could not be determined. Moreover, a direct correlation between the device and the reported intraparenchymal hemorrhage and associated neurologic dysfunction, infection, and elevated liver function tests could not be determined through this evaluation. The heartmate 3 lvas IFU lists pump thrombosis, hemolysis, bleeding, stroke, infection, and hepatic dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information received on 15nov2019 reported that on (B)(6) 2019 the patient presented with the patient neurologic dysfunction. The patient was admitted with weakness and underwent head CT. The patient was evaluated by neurosurgery and was determined not to be a candidate for surgical intervention, however given lesions found on CT malignancy was considered. Anticoagulation held for short period of time. Repeat CT on (B)(6) 2019 showed parietal hemorrhage had mildly decreased in size. Treatments included prolonged hospitalization and changes to medication. It was also reported that on (B)(6) 2019 the patient presented with hepatic dysfunction. The patient was admitted with elevated lactate dehydrogenase (ldh) and liver function tests (lfts) concerning for pump thrombosis. A CT performed revealed no evidence of cannula thrombosis and low concern for pump thrombosis. Liver ultrasound unremarkable. Statin held due to elevated lfts. Treatments included hospitalization and changes to medication.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information reported that the date of admission was (B)(6) 2019. It was determined that the type of infection was a urinary tract infection (uti). The patient remained asymptomatic and was prescribed 3-5 days of antibiotics.

Event description:
Additional information reported multiple adverse events when the patient was admitted (B)(6) 2019. Upon admission the patient had a ua/culture positive which grew e. Coli; ua/micro positive: wbc, ur > 50 hpf (0-5); wbc 8.9 k/cumm (3.8-9.9); temp 98.1 f. On (B)(6) 2019 ceftriaxone 1000 mg IV every 24 hr started (stopped (B)(6) 2019); on (B)(6) 2019 keflex 500 mg po tid (stopped (B)(6) 2019; on (B)(6) 2019 keflex 500 mg po bid started (stopped (B)(6) 2019). Pt stable and discharged (B)(6) 2019: wbc 9.0 k/cumm, no ua done; temp 97.3 f; no antibiotic. The patient had changes to their medication; oral antibiotics and parenteral antibiotics. The patient also presented with increased ldh and weakness. Due to concern for right sided weakness, a head CT was performed which showed a 1.9cm area of intraparenchymal hemorrhage with surrounding vasogenic edema in the right parietal lobe. Due to the presence of lvad, a head CT with contrast was recommended for further evaluation as the patient cannot receive a brain MRI. The patient¿s inr returned at 3.83. Due to concern for intracranial bleeding in setting of supra-therapeutic inr, the patient was transferred to the critical care unit (ccu) for closer neurological monitoring and a neurosurgery was consulted. On (B)(6) 2019 oncology consult reported concern for malignancy versus infection versus embolic phenomena. For malignancy work up to identify another biopsiable lesion other than the brain a pet CT, and infectious work up was recommended. On (B)(6) 2019 a pet CT fluorodeoxyglucose (fdg) of skull to thigh completed: pet scan revealed: previously noted lung lesions were not fdg avid. However, an area of fdg avidity was noted the patient's prostate and at the base of his penis on the right. Follow-up urethroscopy was recommended. Given the appearance of lesions, there is some clinical concern for melanoma based on a dermatology consult performed on (B)(6) 2019: the patient noted multiple benign nevi as well as some boric care ptosis and retention hyperkeratosis but no lesions concerning for melanoma. On (B)(6) 2019 urology consult recs perform cystoscopy at bedside: normal test. On (B)(6) 2019 ophthalmology consult to rule out ocular melanoma: no findings. Per notes a brain biopsy/lung biopsy were too high risk to perform. The patient is stable and was discharged on (B)(6) 2019. The patient is scheduled to return for re-admit to have an lp performed.

Manufacturer narrative:
H6: patient codes updated. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.